Manufacturer narrative:
The reported event of overestimation was not confirmed. The device was received in normal working conditions with battery voltage at elective replacement indicator (eri). The atrial and ventricular septums were found punctured. Electrical and mechanical analysis was performed, and found normal device functionality. Session records indicated rate responsive was enabled. When automatic settings are enabled, such as rate responsive, the device output would adjust itself accordingly to accommodate the patient's needs for pacing. This affects the estimated longevity of the device. The implant duration exceeds the projected longevity based on average monthly current, indicating normal battery depletion.

Event description:
It was reported that the patient presented in clinic for follow up with a pulse generator that exhibited battery longevity overestimation. The device was explanted and replaced. The patient was in stable condition.